Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device fails patient side occlusion test. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 fails patient side occlusion test. Technical support: 1) verify the pressure sensor by running the analog sensor test, it maybe a bad pressure sensor. According to biomed pressure sensor looks fine. 2) the logic board might be faulty and need to be replaced. 3) the bezel assembly might be faulty and need to be replaced biomed will call back if need further assistance. A review of the device history record for (B)(6) was performed from date of manufacture 09/21/2016 to present date 01/15/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: ronald ragbir / biomed need assistance on 8100 module fails patient side occlusion test while running a pm test. The customer reported problem was not confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
It was reported that the device fails patient side occlusion test. There was no patient involvement.